Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was not reproduced. System error 322 was confirmed through the event history log. Physical inspection of the input/output printed circuit board (I/o pcb) found malformed connector pins, resulting in an intermittent connection. This was the cause of the alarms. The I/o pcb was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.